Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated 2008, in which the agency informed alcon that complaint (event date: 2) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting on the same day this MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation the territory manager (tm) was unable to duplicate the laser not firing issue; however the event was identified in the surgery database. The tm attempted to optimize the thyratron, but was unable to adjust the voltage to the proper level. The tm replaced the laser control electronics, then optimized the thyratron and completed a successful system verification. Manufacturing tested the returned part, but was unable to duplicate the report of laser not firing. Conclusion: based on the results of the investigation, the root cause is component related, specifically the thyratron. This report mailed in to FDA on: 06/24/2008.

Event description:
A doctor of optometry reports at the beginning of a procedure, when the foot pedal was pressed, the laser fired briefly, then stopped. The surgeon hit ablate again and was able to proceed. Follow-up with the surgeon indicates the patient is doing well and there was no patient harm or injury. The patient's outcome has not been affected.